Event description:
Procedure performed: tlh. Event description: facility: [user facility] hospital. Subject of complaint: the blade opening was very poor. This is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep the blade opening was very poor during the procedure. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. When the handle was opened, the blade tips appeared to be crossed and in excessive contact (pic.1) the units will be returned to amr for further evaluation. Admin# (B)(4). Components available for return: 1 package, 1 scissors. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tlh. Event description: facility: [user facility] hospital. Subject of complaint: the blade opening was very poor this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep. The blade opening was very poor during the procedure. The case was completed with the new one. Initial investigation report. The event unit was returned to us and visually inspected. When the handle was opened, the blade tips appeared to be crossed and in excessive contact (pic.1) the units will be returned to amr for further evaluation. Admin# (B)(4). Components available for return: 1 package, 1 scissors. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated, as the event unit passed all relevant testing and met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.